Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator reached elective replacement indicator (eri) on (B)(6) 2010 approximately one month post implant. Measured battery data showed 2.69 v, 11 ua and an estimated longevity of 7.1 months with a magnet rate of 85 bpm. In (B)(6) 2010 the measured battery data was 3.16 v, 19 ua, with an estimated longevity of 5.5 years.